Event description:
It was reported during an atrial fibrillation ablation procedure the irrigation port of a cool path duo ablation catheter broke and leaked. The physician was using a cool path duo catheter inside an agilis introducer and noted his hands were wet 2 hours into the procedure. It was noted the irrigation port of the catheter was broken at the distal edge of the catheter handle connection and was leaking saline. The catheter was replaced and the procedure was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
The device has been returned to sjm. Investigation of this device is not complete. When analysis results are available a f/u report will be submitted.